Manufacturer narrative:
This report is for an unknown 135° four-hole dynamic hip screw (dhs) lag screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: antonio moroni et, al (2005), dynamic hip screw compared with external fixation for treatment of osteoporotic pertrochanteric fractures, the journal of bone and joint surgery, incorporated vol. 87(4), pages 753-759 (italy). The aim of this article is to conduct a well-controlled prospective randomized study of patients in whom an osteoporotic pertrochanteric fracture was treated with either a dynamic hip screw or an orthofix pertrochanteric fixator secured with four hydroxyapatite-coated pins. A total of 40 female patients with a mean age of 82 years in group a and 78 years in group b were included in the study. These patients have a pertrochanteric fracture in the osteoporotic bone that were treated with either a 135° four-hole dynamic hip screw fixed with stainless-steel lag and cortical ao/asif screws for group a and in group b, a competitor¿s device was used. The follow-up visits were scheduled at 1, 3 and 6 months. The following complications were reported as follows: 1 patient had a cutout of the dynamic hip screw. 3 patients were rated with poor reduction. 4 patients reported mild pain 5 days postoperatively. 8 patients reported moderate pain 5 days postoperatively. 6 patients reported severe pain 5 days postoperatively. This report is for 1 patient who had a cutout of the dynamic hip screw. This report is for an unknown 135° four-hole dynamic hip screw (dhs) lag screw. This is report 1 of 3 for (B)(4).